Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device availability- additional. G4: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation method codes - additional.

Event description:
It was reported that a "I have a new transmitter" message occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "I have a new transmitter" message occurred. Data was evaluated and the allegation was confirmed as a "session ended" message was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a "I have a new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.